Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor broke. Probable root cause: design -inserter/implant not compatible with guide -inserter material/design too weak -inserter shaft cannot bend around curved guide -guide mouth not designed to grip bone -guide not able to be gripped tightly - clearance between anchor coupling and inserter ID too large (leads to anchor decoupling from the inserter) - inserter tube wall thickness too thin process -inserter, implant, and/or guide manufactured out of spec -anchor not assembled properly to inserter application -excessive force impacting inserter -movement of guide out of orientation - guide buried into bone. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.